Event description:
The following information was provided: right knee revision surgery today. The previous revision surgery was from another company¿s knee to stryker. The revision today was due to pain and instability. During implant removal most of the distal femur came off with the femoral implant so it was necessary to go to a gmrs implant. No further information is available from the doctor or hospital.

Manufacturer narrative:
The following devices were also listed in this report: no 6 triath ts plus tib ins x3 poly 19mm; cat # 5537-g-619; lot # mmdl62 triathlon cemented stem-15mm x 50mm; cat # 5560-s-115; lot # 0059008h tri ts baseplate size 6; cat # 5521-b-600; lot # ara4ta tri cemented stem 12mmx50mm; cat # 5560-s-112; lot # 0057043a it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.